Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had the antenna replaced but the patient was still only getting 4 coupling bars. If they push against the insr antenna, they can get 6 bars. The caller was told a new antenna would not fix the issue. They were advised to see their physician to troubleshoot further. No symptoms were reported.